Event description:
The pt underwent an interventional procedure followed by an angio-seal deployment in 2004. A spring was put on and hemostasis was achieved. A small hematoma formed the next day, resolved itself with no intervention and the pt was discharged. The pt continued to bleed and returned to the hospital a week later with pain and swelling on the puncture site. A CT found a 3cm pseudoaneurysm. The angio-seal device was removed. The pt is reportedly recovering.